Event description:
It was reported that the pump had a pending alarm. The logs showed a motor stall occurred (B)(6) 2012, a tube set message (B)(6) 2012, and a motor stall recovery (B)(6) 2012. After the pump was implanted (B)(6) 2013, the patient had more weakness to the legs. The healthcare provider (hcp) was not sure if that was related to other medications that the patient was on. The patient felt a "big gush" from the pump a few days after implant. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).